Event description:
It was reported that a malfunction occurred with the customer's pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.